Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was not removed due to imperfection of proper reprocessing caused by leakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had high pressure in the channels. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the scope connector cover was leaking, the distal end light guide rod lens was cracked, the charged coupled device (ccd) cover lens was scratched, the lens glue was discolored, the ccd lens glue was discolored, the scope cover had a sharp edge, the bending section cover adhesive was porous, the bending tube was deformed, the connecting tube was dented, scratched and the coating was peeled off, the grip was scratched, the paint of the air/water and suction cylinder nuts were peeled off, the switch box was scratched, the universal cord was buckled, the housing was damaged, the air/water separator was defective, angulation of the up/down knob was reduced, and the right/left and up/down knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.